Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported by the physician that issues were experienced with the evercross balloon, such as; bursting/ leak, catheter leak, or inflation difficulties.